Event description:
The customer reported that they have lost spo2 parameters intermittently.

Manufacturer narrative:
(B)(4): the customer reported that they have lost spo2 parameters intermittently. Resumption of monitoring required reseating the spo2 sensor. On 08 mar 10, philips obtained information indicating that the spo2 monitoring was lost with no inop generated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed (B)(4).